Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose value at time of incident was 679 mg/dl and current blood glucose value was 268 mg/dl. The customer was treated with bolus. Customer was assisted in performing high pressure test and it passed. The drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.